Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent hip revision approximately 7 years post primary surgery, due to pain and elevated metal ion levels. During the revision, the modular head was revised. No further information has been provided.

Manufacturer narrative:
Reported event was confirmed with operative notes. Revision op notes demonstrated that the patient¿s right hip was revised due to elevated metal ion levels, pain and tissue reaction. Small amount of fluid in joint and significant amount of necrotic debris in the joint, intracapsular. Femoral head removed and characteristic black trunnion was evident. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Additional information does not affect the root cause. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03892.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant products: zimmer shell cat#00620005622 lot#51429459. Zimmer liner cat#00631005632 cat#61391244. Zimmer stem cat#00771100900 lot#61447175.

Event description:
It was reported a patient underwent hip revision approximately 7 years post primary surgery, due to pain and elevated metal ion levels. During procedure, a small amount of fluid in joint and significant amount of necrotic debris in the joint was noted, intracapsular. When the femoral head was removed and a black trunnion was evident. No further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00620005622 shell porous with cluster holes 56 mm o.d., l/n unk, 00631005632 liner 10 degree elevated rim 32 mm, l/n 61391244, 00801803201 femoral head, l/n unk, 00771100900 femoral stem, l/n 61447175. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported a patient underwent hip revision due to pain and elevated metal ion levels. The modular head was revised. No further information has been provided.